Event description:
Physician was using stent in a very tight stricture, with a 180-degree bend in the stent pathway. Procedure was palliative procedure due to the terminal condition of the patient. During the procedure, due to the difficulties in placing the stent with the tight stricture and the bend in the pathway, the introducer also began to kink. The physician attempted to deploy the stent; he felt a good deal of resistance, and at approx 1/3 deployment the introducer mechanism separated from the handle, making further deployment impossible. The partially- deployed stent was successfully retrieved, with no adverse impact or injury to the patient as a result of the introducer/handle failure. Patient then went into surgery for treatment.

Manufacturer narrative:
As results from investigating the returned device, the outer sheath has been cut off with a trance of bending at the yellow marker where a stent was loaded. A strong resistance disrupted stent deployment. The operated region, esophageal stricture, is a part having an active peristalsis. The pressure occurred from various condition of a patient's lesion can cause a resistance during the deployment. Outer sheath can be stretched and disconnected when the deployment is attempted in such condition. However, it was not possible to identify the exact cause due to lack of info about the patient and difficulty of simulate the operation reply. As a general procedure, the stent loaded sheath part should be placed near a target lesion going through and endoscope before stent deployment. Due to the fact that the stricture at lesion in the patient was severe according to the report and that there was a narrow curve about 180°, the issued part at the outer sheath seems to be affected by this condition while going through an endoscope at the lesion. This deployment failure seems that it happened because the deployment was attempted with consistent force when the part of stent loaded outer sheath had been snapped, thus eventually cut off. Additionally, as seen in the returned product investigation that the deployment failed even when it was tried without any external pressure which may had affected it inside of patient during the operation, it supports the opinion that the outer sheath was damaged by being snapped and thus caused the inoperable condition. The firm will also start monitoring similar cases in case of occurrence in the future.